Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, d7 g5, h4 and h6. Investigation the following allegations have been investigated: pulmonary embolism, organ(mesenteric/aorta)/vena cava perforation, embedment, complex removal, tilt, pain, anxiety, mental anguish, stress, limited mobility, tired, depression and worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, anxiety, mental anguish, stress, limited mobility, tired, depression and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2007 via the right femoral vein due to current pulmonary embolism (pe) and ongoing symptomatic bilateral patellar instability. The patient alleges tilt, vena cava perforation, device is unable to be retrieved, organ (mesenteric and aorta) perforation, embedment, pulmonary embolism, and pain. The patient further alleges anxiety, mental anguish, stress, limited mobility, tired, depression, and worry. Attempted complex percutaneous removal on (B)(6) 2019 due to inferior vena cava (ivc) filter no longer needed. Attempted complex percutaneous removal on (B)(6) 2019 due to ivc filter no longer needed. Successful complex percutaneous removal on (B)(6) 2020 due to ivc filter no longer needed. (B)(6) 2017, per a report from computed tomography (CT): ¿there is an inferior vena cava filter in place, which is appropriate. The arms extend through the wall of the vena cava, which is not unusual. (B)(6) 2019, per a report from retrieval report (attempted): ¿impression: failed retrieval of an 11-year-old ivc filter which appears completely intact. It does not appear on this venogram or fluoroscopy scout image to be a bard filter.¿ (B)(6) 2019, per a report from retrieval report (attempted): ¿interpretation: 1. Failed attempt to remove this apex embedded leg penetrated ivc filter.¿ (B)(6) 2019 CT angiogram chest: "impression: 1. Pulmonary emboli within two subsegmental pulmonary artery supplying the left upper and letf lower lobes. The embolus within the left lower lobe is chronic in appearance. The embolus in the left upper lobe is more acute in appearance. No evidence of right heart strain". (B)(6) 2019, per a report from computed tomography: ¿an infrarenal ivc filter is unchanged in position compared to (B)(6) 2019.¿ (B)(6) 2019, per a report from computed tomography: ¿there is an infrarenal ivc filter in place. The struts extend beyond the ivc lumen. The appearance is unchanged compared with the previous study.¿ (B)(6) 2020, per a report from computed tomography: ¿gunther tulip infrarenal ivc filter with leg penetration beyond the confines of the ivc. One of the legs abuts the posterior aspect of the aorta. No extension into adjacent duodenum. There is approximately 4 degrees of apex anterior tilt.¿ (B)(6) 2020, per a report from retrieval report (successful): ¿1. Successful technically difficult removal of a loop embedded gunther-tulip ivc filter using laser sheath dissection.¿

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.